Manufacturer narrative:
(B)(4). This event has been reported by the manufacturer under MDR# 3002808486-2019-01985.

Event description:
It is alleged that "[pt] received a cook celect filter on or about (B)(6) 2014." It is further alleged that "on or about (B)(6) 2015, the patients doctor attempted to remove the cook filter, but was unsuccessful due to the filter having tilted, with the retrieval hook having become adherent to the vein wall. On or about (B)(6) 2018, the patient underwent a CT scan of his abdomen from which it was determined that several of the filter's struts had penetrated the patients ivc vein wall, with one extending as far as 7.7 millimeters outside the vein wall and in close proximity to the patients abdominal aorta"